Event description:
It was reported that the patient had bilateral l4-5 lateral recess decompressions, l4-5 intertransverse fusion using bone morphogenic protein, mastergraft. Three-d x rod and screw constructs were implanted at l4-5 for spinal stenosis and instability. One month later, the patient began to experience genital area numbness, then numbness in her left leg and left side of her face, then headache. She developed lesions in brainstem and thoracic spine cords. Testing suggests demyelinating disease. Per the physician - "these events are temporal related, but I cannot conclude there is a causal relationship."

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.